Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient passed away due to ventricular fibrillation and diffuse alveolar damage due to covid-19. There were no known allegations from a health professional that suggests the death was related to the device. Related manufacturer reference number: 2017865-2021-22091.

Manufacturer narrative:
The reported event of inadequate therapy was not confirmed. The device was testing on the bench using automated testing equipment, and no anomalies were found.